Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the speaker malfunction alert due to a faulty speaker. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
At the bench, the technician it was indicated that the speaker malfunction alert message was due to a faulty speaker. The technician recommended replacing the speaker, and a replacement speaker was replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational per specification. The device was returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.